Event description:
It was reported that the user accidentally damaged their ilet, resulting in a shattered screen, and they temporarily transitioned to daily injections while awaiting a replacement; blood glucose levels were reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on health beyond the device damage and the user¿s temporary therapy change. Investigation included review of the event history and logistical confirmation of replacement and return. Investigation of this device revealed physical damage to the device display consistent with user handling, with no indication of device malfunction or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.